Event description:
It was reported that the patient recently experienced two falls. It was also reported that the right ventricular [rv] lead had high and varying high voltage and superior vena cava [svc] impedance measurements and the falls may have contributed to these issues. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 15:00:04. Weekly hv-lead impedance trend data shows an abrupt increase for max defib active can on impedance and max svcdefib impedance = 44 to 123 ohms peak between (B)(4) 2012.